Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2023 using a 9f amplatzer talisman delivery sheath. During implant the left disc of the device took on a bomb shape in the left atrium. It was speculated that the anatomy of the septum may have caused the deformation. The device was removed from the patient. After measuring the patent foramen ovale with a sizing balloon, a new 12mm amplatzer septal occluder was selected for implant. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and an image appeared to show the device deformity. However, it could not be confirmed as there was no shape of device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and 9f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.